Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a difficult to open lever and foot include, but not limited to; interaction with calcification, tissue or suture caught in the foot or posterior cuff partially deployed in the foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the footplate was unable to open all the way and the device kept slipping out of the patient anatomy. The sheath was upsized to a 16f and the aaa procedure was completed. Hemostasis was achieved via surgical cutdown. There was a reported clinically significant delay in the procedure due to the surgical cutdown. No additional information was provided.